Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 82. The customer¿s blood glucose level was 173 mg/dl. Customer stated that they are not able to rewind the insulin pump. Advise the insulin pump requires replacement and to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 82 alarms noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.